Event description:
The patient claimed the audio and vibration feature on the animas insulin pump did not work when there is a cs alarm. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigators confirmed that all auditory alarm settings were set to "high". During testing, a "no delivery, no prime" warning was reproduced and the pump emitted the appropriate audible alert. A "replace battery" warning was also reproduced, and the pump emitted the appropriate sounds. The warnings settings was then switched to vibrate. A "no delivery, no prime" warning and a "replace battery" warning were both reproduced, and the pump gave the appropriate vibration for each warning. The audio and vibration features were found to be functioning properly; there was no defect found on investigation.